Event description:
Pt alleged that device lost 1.5 hours of time. Pt stated that they had reset time and monitored device to ensure time/date setting was retained. They then discovered that the device was 1.5 hours slow. No errors were generated by the device. Pt's blood glucose was not affected, and no treatment was received.